Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increasing impedance was noted on the right atrial (ra) lead in both unipolar and bipolar configurations. The lead remains in use. No patient complications have been reported as a result of this event.